Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative observed that the "purge valve assembly" (part number 0104-00-0026) was not functional. The iabp was tested to factory specification. It functioned normally and was returned to the customer. The purge valve assembly was returned to the mfg facility in (B)(4) and is under eval. A supplemental medwatch report will be submitted when the eval is completed. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, it failed safety disk leak test. No pt was involved.